Event description:
Boston scientific crm received information that during the elective procedure to replace this patient's pacemaker, this chronic ventricular lead came apart between the electrode ring and terminal pin during the tug test. Therefore, the lead was removed from the header and testing was performed.

Manufacturer narrative:
All measurements were normal and no noise was observed. The physician elected to re-use the lead with the new device based on the patient's age. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.